Event description:
It was reported that the device pcu had extremely dim screen. There was no patient involvement.

Manufacturer narrative:
Correction: returned to manufacturer on. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿pcu screen extremely dim¿ was confirmed. ¿ on 11-dec-2024, pcu was received unboxed and with paperwork. ¿ dimmed display on the pcu was due to a backlight cable found unplugged during internal inspection. ¿ noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ device to be returned to san diego repair center for normal processing. ¿ failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿pcu screen extremely dim¿ was confirmed. ¿ on 11-dec-2024, pcu was received unboxed and with paperwork. ¿ dimmed display on the pcu was due to a backlight cable found unplugged during internal inspection. ¿ noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. ¿ device to be returned to san diego repair center for normal processing. ¿ failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device pcu had extremely dim screen. There was no patient involvement.